Event description:
A report was received that the patient's lead was broken which was confirmed through x-ray. The patient was experiencing inadequate stimulation. Reprogramming were performed for several times but unsuccessful. No further action will be taken for the broken leads.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. During the procedure, the physician noticed that the tip of the lead was cut and remained inside the patient¿s body. The physician believed that it was cut due to the patient¿s anatomy. There was no device malfunction. The physician has no course of action regarding the tip of the lead that was still inside the patient¿s body. Additional suspect medical device component involved in the event: model #: sc-4316, serial #: (B)(4), description: next generation anchor kit-sterile.

Event description:
A report was received that the patient's lead was broken which was confirmed through x-ray. The patient was experiencing inadequate stimulation. Reprogramming were performed for several times but unsuccessful. No further action will be taken for the broken leads.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70, serial / lot #: (B)(4), description: linear st lead, 70cm. A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient's lead was broken which was confirmed through x-ray. The patient was experiencing inadequate stimulation. Reprogramming were performed for several times but unsuccessful. No further action will be taken for the broken leads.

Event description:
A report was received that the patient's lead was broken which was confirmed through x-ray. The patient was experiencing inadequate stimulation. Reprogramming were performed for several times but unsuccessful. No further action will be taken for the broken leads.

Event description:
A report was received that the patient's lead was broken which was confirmed through x-ray. The patient was experiencing inadequate stimulation. Reprogramming were performed for several times but unsuccessful. No further action will be taken for the broken leads.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Sc-2218-70 ((B)(4)). The lead was cut near the proximal end. No other anomalies were found. The cut at the proximal end was a result of a typical explant procedure, and it was not considered a failure. Sc-2218-70 ((B)(4)) the complaint had been confirmed. The tip of the distal end was cut off, and it was not returned. This anomaly was due to the patient's anatomy. The lead body was also cut near the proximal end. The cut at the proximal end was a result of a typical explant procedure, and it was not considered a failure.

Event description:
A report was received that the patient's lead was broken which was confirmed through x-ray. The patient is experiencing inadequate stimulation. Reprogramming has been performed for several times but unsuccessful.